Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code, indicating disabled valves. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site by the hospital biomedical engineer. No errors were reproduced. The control pc board was replaced as a precaution according to recommendations in the device service manual. The device logs were downloaded. Evaluation of the received device logs confirms a single occurrence of two technical error (te) codes and clinical alarms indicating a stop of ventilation. The te codes were the reported te code indicating disabled valves and a te code indicating a control pc board communication failure with the monitor pc board. The te codes occurred on (B)(6)2018. The event date has been updated accordingly. Investigation of the returned control pc board mounted in a test ventilator did not reproduce the reported failure. Pre-use check succeeded and simulate use testing in ventilation mode was performed during 13 days without any deficiency noted. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. The cause of the reported failure has not been determined.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).